Manufacturer narrative:
Results: the pet locks were intact on the proximal end of the penumbra smart coils (smart coils) pusher assemblies for the three smart coils. The embolization coils were intact with their pusher assemblies for the three smart coils. The pusher assembly was kinked approximately 69.0, 123.0, and 124.0 cm from the proximal end of the third smart coil evaluated. The embolization coil windings were offset for the three smart coils. Conclusion: evaluation of the returned devices revealed that all three smart coils embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, the coil will began to take shape inside the hub of the microcatheter and resistance may occur, then upon further advancement, damage such as offset coil windings may occur. Further evaluation of the returned devices revealed that the [-3] third evaluated smart coil pusher assembly was kinked. This type of damage likely occurred due to forceful advancement against resistance. All three smart coils were advanced through the returned non-penumbra microcatheter; however, while advancing the first smart coil through the non-penumbra microcatheter resistance was encountered and the coil could not be advanced any further. Then the first evaluated smart coil was advance through a demonstration microcatheter with slight resistance and out of the distal tip of the microcatheter. The second evaluated smart coil could not be advanced out of its introducer sheath due to the severe offset coil windings. The third evaluated smart coil introducer sheath could not be retracted past the distal kink in the pusher assembly while attempting to advance into the returned non-penumbra microcatheter. Therefore, the smart coil could not be advanced into the hub of the microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01618, 3005168196-2017-01619.

Event description:
The patient was undergoing a coil embolization procedure in the right cavernous sinus using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance a smart coil out of its introducer sheath and into the microcatheter; therefore, the smart coil was removed. The physician successfully placed another coil; however he experienced resistance and was unable to advance a second smart coil into the microcatheter. This smart coil was therefore removed, and additional coils were placed. A third smart coil was then also unable to be advanced out of its introducer sheath and into the microcatheter; therefore, the smart coil was removed. The procedure was completed using the same microcatheter and an additional coil. There was no report of an adverse effect to the patient.